Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic lead system was sensing noise on the shocking channel that could be reproduced with pocket manipulation while the pocket was closed and after it was opened during an invasive procedure. The ICD and lead system was removed and replaced.